Event description:
It was reported a patient presented with implantable cardioverter defibrillator (ICD) site discomfort. The ICD was explanted and replaced in a procedure on 22 mar 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The device was returned for analysis. Longevity analysis found the battery depletion to be normal. It was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.